Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported emergency medical services encounter and hypoglycemia. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient was wearing a pod on the abdomen for between 4 to 24 hours at the time medical attention was required. On (B)(6) 2026, emergency medical services were dispatched to the patient¿s residence due to reported unresponsiveness. Upon evaluation, the patient exhibited symptoms consistent with severe hypoglycemia, including lethargy, sweating, inability to speak, and failure to awaken. Blood glucose readings obtained by medical personnel were reported to be in the 20s to 30s mg/dl. Emergency medical services administered oral glucose tablets at the residence. Following treatment, the patient¿s condition stabilized sufficiently, and hospital admission was not required. The ems encounter concluded at the patient¿s residence.